Manufacturer narrative:
H.6. Investigation summary: three photos displaying the bottom view of four fully sealed blister packs each with a 3ml syringe inside and the top view a blister pack from batch 9259202 (p/n 309657) were received and evaluated. It was observed on all four of the visible syringes, there was varying degrees of missing print ranging from a few grad lines to almost no scale present. Three of the four syringes also contained ink rings at the 2.5ml marking. Each of the four syringes had a rejectable amount of missing print per product specification. Potential root cause for the missing and smeared print defect is associated with the marking process. A build-up of ink at the manifold caused insufficient ink to be applied resulting in missing print. From the minimal ink output, it caused excess friction and wear on the doctor blade which resulted in the ink rings. No corrective actions are necessary based on the defective rate identified. Batch 9259202 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip markings were smeared. This was discovered before use. The following information was provided by the initial reporter: material no. 309657 batch no. 9259202. It was reported that markings on the syringe appear to be smeared.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip markings were smeared. This was discovered before use. The following information was provided by the initial reporter: material no. 309657 batch no. 9259202. It was reported that markings on the syringe appear to be smeared.